Event description:
It was reported that a removal of an adaption plate was due to a inflammatory response and infection. It was also reported that while the surgeon was performing the revision surgery, it was noticed that the cortical screws would fully detach from the bone or be loose. This report is for an unknown quantity of screws. This report is for 3 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event is unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.